Event description:
It was reported that one week post implant the patient received a vibratory notifier for lead noise. Oversensing of myopotentials was observed. The noise was not reproducible with pocket manipulation. Reprogramming the device was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.